Event description:
The client reports that when the sleeve was changed, it was noticed that the thread to fit the inner cannula was broken; the pt was fitted with a new tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records.